Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was failed back surgery syndrome and non-malignant pain. It was reported that the patient had a magnetic resonance imaging (MRI) performed due to an abscess on their back that could have been caused by the pump. No further complications have been reported as a result of this event.